Event description:
It was reported that the penta snapped. Investigation of the returned device revealed that the distal shaft was separated. This report is being filed based on the analysis of the device.